Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
On (B)(6) 2014, a cap (catheter access port) dye study and roller study were done because the patient was having a decrease in therapeutic effect. The cap dye study and roller study were negative. On the same date, the patient was given a 25% dose increase. For the next couple of days, the patient felt no change in therapy effect. After a couple of days, the patient stated his therapy effect improved for 5 days. After the 5 days, the patient felt as though he was getting too much drug; he had tone loss. The pump was not alarming and there had been no volume discrepancies at refills. On (B)(6) 2014, the patient was seen by the hcp (healthcare professional) and the dose was decreased 10%. For two days after the dose decrease, there was no change in the patient¿s tone loss symptoms and then the symptoms improved and lasted for 7 days. After the 7th day, the patient was having a decrease in therapeutic eff ect again. The device system was delivering lioresal. The patient was also taking oral baclofen. As of (B)(6) 2014, the patient had not been brought in to have the pump logs checked. The physician was considering changing the concentration to increase the volume delivery, but no decision had yet been made. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that after the concentration change, the patient's gradual fluctuations in spasticity control have continued. The patient was less spastic (where patient can stand) for a few days followed by a few days where the patient was far more spastic (where patient was hunched over). This pattern continued to alternate. The patient reports that they have had more spastic days lately. It was noted that the patient can tell when they were going to have a "less spastic" episode, because they get chills and pump tenderness until they become more spastic again. The volume at yesterday's refill was accurate. No alarms were present. No temperature or altitude changes. No signs of infection. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported date of this report was updated/corrected. The previously reported date MFR rec for follow up 002 should have been reported as (B)(6) 2015-.

Event description:
It was further provided that the physician changed the concentration from 2000 micrograms per milliliter (mcg/ml) to 500mcg/ml. The patient¿s current status remains unknown. Should additional information be received a supplemental report will be filed.